Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer's blood glucose (bg) was ¿high¿, however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.